Event description:
Hospital reported that when they pulled back on the plunger of the syringe, they visualized a white flake of particulate within the syringe barrel. The syringe was replaced and the procedure continued. There was no pt injury. The used device has been returned for evaluation.

Manufacturer narrative:
The returned syringe was visually examined and the complaint was confirmed. A piece of white particulate, approximated 3.0 sq.mm in size was visible within the syringe barrel. The production process for this device requires a 100% visual inspection of all syringes for foreign matter. All employees involved in syringe production have been made aware of this incident, and re-training has been performed on the applicable inspection procedure to insure that proper visualization techinques are being followed. The reported event is not occurring more frequently or with greater severity than is usual for the device.